Event description:
Additional information was received from the manufacturer representative. It was reported that the impedance measurements and lead replacement occurred before the lead was tunneled to the neurostimulator pocket. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. D9 and h3 refer to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: 05-dec-2027, UDI#: (B)(4), implanted: (B)(6) 2024 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider [hcp]) regarding a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that there was a lead impedance problem. During the surgery, after lead implantation they tested the impedance and observed impedance results of greater than 40000 ohms for lead contact number 2 which was unavailable for use. There were no environmental/external/patient factors that may have led or contributed to the issue.  Several impedance tests were performed after cleaning the different contacts of the lead and ens (canal 0-7), and changing the canal of the ens to canal 8-15. The hcp always had the same lead contact result in impedance greater than 40000 ohms. A medical decision was made to explant the lead and implant a new lead, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury.

Manufacturer narrative:
H3. Device analysis for lead (B)(6) revealed the distal end conductor broken, conductor #2 fractured at #2 electrode site. The lead was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.